Manufacturer narrative:
Block d4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: patient code e1309 captures the reportable event of retention. Impact code f1905 captures the reportable event of loosening the solyx with a right-angle instrument.

Event description:
It was reported that following the implantation of a solyx? Blue device, the patient experienced urinary retention. As the retention did not resolve, the physician decided to loosen the sling on (B)(6) 2025. The sling was successfully adjusted, after which the patient passed the voiding trial and is currently doing well.